Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported they experienced bid diarrhea since yesterday. They read the information that came with the medication given for infections and it pointed to the medications causing their severe symptoms. The patient was tired and felt ¿like a dish rag¿. The medication information said this condition was called ¿cdad¿. On (B)(6) 2017, the patient stated that they felt ¿wiped out¿ yesterday after the bouts of diarrhea. They stated that they felt much better today after resting from the diarrhea episodes. Information received on june 18, 2017 reported that the trial patient was tired earlier in the evaluation but was better now. They did mention when driving, the external neurostimulator (ens) hurt their back. The patient also stated they were hard of hearing and had difficulty working the device. On (B)(6)2017, the trial patient reported that they were doing better. They mentioned when they sat on the commode, they passed gas before the bowel movement. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.